Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A scrub nurse reported infusion issues and issues keeping the tone of the eye. Additional information was provided indicating that the system did not generate a system message at the end of balanced salt solution bottle. There was not an irrigation issues as previously reported. The hypotonia was due to late response of irrigation not to an irregular flow. This was a secondary issue due to the absence of the system message. The procedure was completed after replacing the balanced salt solution. There was no patient harm.